Manufacturer narrative:
H3: logs were received and software analysis was completed. Two sessions reported electromagnetic localization system transmit coil fault messages, with a request to disable amplifiers, likely as an attempt to mitigate fault conditions. Several faults related to "transmit coil current" and "transmit coil noise" were observed, particularly for coils 5, 6, 9, and 11. These faults suggest potential issues with the current in the coils, possibly due to hardware or environmental factors. The logs also indicate multiple failures related to loading rom for the breakout box (bob) and tools, along with faults in power supply 3 and amplifier overcurrent issues. As part of troubleshooting steps, the bob and emitter were connected to another system, and the issue was resolved. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: sw app 9735762 stealth s8 app, serial lot/sw version: 2.1.0 for software g02008 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824r, lot/serial #: (B)(6) h3) the controller was returned for analysis. The returned controller was bench tested for two hours and no issues were observed, as the unit performed, as intended. No failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: -, ubd, UDI#. H3, h6: the system was serviced in the field by a medtronic representative. There was a localizer failure. The controller box was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer was faulted when going into an electromagnetic (em) case. During troubleshooting, the manufacturer representative (rep) connected the breakout box (bob) emitter to a known working navigation system and the issue resolved. The print camera diagnostic showed an amplifier over current fault, a power supply fault. It was noted that the probable cause of the issue was with the em controller. There was no patient involvement.